Event description:
In early 2009, this patient underwent endovascular repair with gore excluder aaa endoprosthesis. Due to patient anatomy, the device profile did not conform to the aorta configuration. The physician planned a two-staged deployment with the first half of the device to align with the proximal curved aorta, and the second stage would complete the procedure. During the first stage, the device did not deploy as planned to proximal end. The remaining portion of the deployment line was removed and again, the device failed to fully deploy. The device moved distally and did fully deploy by the blood flow. The contra-lateral leg component was placed. A type-1 endoleak was found and the physician decided to take a wait and watch approach. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - he review of the manufacturing paperwork verified that this lot met all pre-release specifications.